Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 patient underwent unknown procedure. As per op-notes: the disk material was removed and end-plates were scraped. A bmp sponge was packed in unknown space anteriorly and a cage was placed obliquely across the space. The cage was packed with the patient's own bone and little bit of bmp. Some t-scale was placed over this space so there would be no leaching of the bmp product. Similar hardware was placed in the left side. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.